Event description:
It was reported that the patient presented remotely via merlin.net. It was noted the battery of the implantable cardiac monitor (icm) had prematurely depleted. There were no reported patient consequences.